Event description:
Information recieved indicates the ground loss light is flashing on the bed.

Manufacturer narrative:
The technician found the power cord ground pin was loose and not making a good connection. The technician replaced the power cord plug to repair the bed.